Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (2015hm00l) did not show any anomaly on the 50 pieces manufactured with this lot #. No other complaints received on this lot number. We will submit a final report once we conclude our investigation.

Event description:
Intra-operative breakage of the h-max s trial neck. The trial broke during rasp process. No consequences for the patient but the surgery time was extended for 15 minutes because the surgeon had to remove the pieces of the broken trial neck from the rasp. Event occurred in (B)(6).